Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. The customer will revert to an alternate form of insulin therapy. A replacement was sent to the customer to resolve the issue.